Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10 UDI: (B)(4). The certas valve was received for evaluation: DHR - lot number 3946894, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, a cut/tear was noted at the proximal connector and biological debris. The valve passed th etest for reflux, siphon guard. The valve failed the test for programming. The valve was flushed : no occlusion noted, leaked from the cut/tear in the silicone housing near the proximal connector. The valve could not be pressure tested due to the cut/tear in the silicone housing near the proximal connector. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the rotating construct, on the helical spring, on the cam/ball arm assembly, on the ruby ball, and on the seat of ruby ball. The root cause for the cut/tear in the silicone housing near the proximal connector is due to wrong handling as noted in the IFU : do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway, also silicone has a low cut/tear resistance. The root cause for the programming issue reported by the customer is due to biological found on the rotating construct, and on the helical spring on the cam/ball arm assembly, on the ruby ball, and on the seat of ruby ball.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
During implantation of a certas plus, the valve was set to 7 (215mm h2o) and the surgeon wanted to set the valve to 3 (110mm h2o); however, medical staff could not change the setting. They eventually changed to 2 (80mm h2o). The malfunction is causing the mechanism to not rotate around in order to change the setting. The patient is a child and the surgeon is undecided on whether the valve is going to be explanted.